Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 35% in one day. In addition, the customer reported the wake button was not working. During troubleshooting with tandem customer technical support (cts) the wake button was able to illuminate the pump screen when pressed. The customer also reported the touchscreen was unresponsive. The touchscreen was confirmed to be responsive at the time of the report. The customer's blood glucose level was 212 (mg/dl). The customer declined to continue troubleshooting for the reported issues with cts.